Manufacturer narrative:
Determination of root cause: assessment: log file review indicated the laser was running optimally and within specification during the time of this pt's surgery. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection were reviewed. No clinical/surgical records were provided for review as the reporting doctor refused to do so. Pt's clinical info was limited to the following; preoperative manifest refraction (mr) +3.75 spherical, best corrected visual acuity (bcva) 20/20, and on (B) (6) 2009 underwent refractive surgery with the treatment plan as +4.75 spherical. At the one week post operative visit the uncorrected distance vision was 20/25 both eyes (ou) and j1 for near. The mr was -1.75-0.50x110 and the bcva was 20/20. The surgeon indicated she feels the pt is "on target" for achieving monovision. Conclusion: based on the limited info provided by the site, the root cause was determined to be a data entry error. (B) (4)

Event description:
Adverse event: incorrect treatment, unplanned myopia. A surgeon states a pt received an incorrect treatment. The planned prescription for the right eye was +3.75 sphere. Towards the end of the procedure, it was discovered that the treatment on the screen was for the follow eye, +4.75 sphere. To compensate for the error, the treatment plan was altered for the fellow eye. Post surgery, the pt's vision was measured to be 20/20 binocularly. During a follow-up call with the surgeon, she stated the pt's preoperative workup showed the pt had mixed dominance. The surgeon discussed this with the pt and the decision was made to treat the left eye for a small amount of monovision. The original plan was to treat the right eye for distance and the left eye for near vision. The adjusted plan treated the left eye for distance. The pt was happy with the outcome as he uses his left eye for sighting his rifle when hunting and is most happy that the left eye was treated for distance. During the final discussion with the surgeon, she stated postoperative, the pt is 'on target' and is healing as expected.